Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. The reported events of choroidal detachment, low intraocular pressure and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding the event and patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient experienced choroidal effusion with an iop of 4mmhg in the left eye. Patient went in for a retinal surgery due to retinal detachment.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Additional information reported a strange looking effusion optic disc area on day 1 post-op. Follow up 2 days later showed an atypical retinal detachment with possible retinal tear inferiorly at the equator and retinal detachment surgery was performed. The symptoms have been resolved with retina attached and iop of 13 mmhg.